Event description:
It was reported the passive atrial lead dislodged and was replaced with an active fixation atrial lead per physician preference. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. The blood/ body fluid was observed in the proximal conductor and the outer insulation was breached cut. Apparent explant damage was noted.